Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a video laparoscopic bariatric procedure, the device was fired the first time and the staples were malformed. Not reported how the case was completed. There was no patient consequence.